Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9200; product type: 0213-recharger. Dtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The patient reported that the wireless recharger (wr) was beeping a lot and not making a good connection when they were trying to charge their implant.the patient noted that it has been quite difficult to use the wr because they can only use one arm due to their other arm being in a sling. The patient also mentioned that it seems like the ins battery is up higher than it used to be. However, the patient said it could also be that it's just they way they are sitting in the recliner. During the call, the wr made a connection with the ins right away and maintained a connection for the entire call. No issue was found with the wr. The patient was advised to follow up with their healthcare provider (hcp) to address ins pocket site. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They continued to have difficulty maintaining implantable neurostimulator (ins) charging connection and stated that the wireless recharger would beep and then go back to searching for the ins. Patient mentioned their ins is very easy to palpate and is right under the surface of the skin and lying flat. Agent determined the patient was holding the recharger upside down and once patient repositioned it, they were able to successfully connect to the ins and maintain charging throughout the duration of the call.